Manufacturer narrative:
(B)(4). The device was received and sent to atricure engineering for analysis. The complaint was confirmed. The magnet cap had failed and allowing the cap and the magnet to be pulled from the distal end of the fusion end effector.

Event description:
It was reported during a procedure, after insertion of the device with the dedicated magnetic introducer, the doctor started the ablation leaving the introducer connected to the device. After a few a minutes, the magnetic introducer had disconnected from the fusion. The surgeon had to pull out the fusion in order to put it in again but, noticed that the magnetic tip, present on the top of the fusion, was outside from his normal location. Not being able to insert the device in a safe way, they had to open a new device. The procedure was prolonged for fifteen minutes.